Event description:
The customer reported via social media that a couple of times the infusion set had bent cannulas that prevented the customer from receiving insulin. The insulin pump did not alarm when she was not receiving insulin. Her blood glucose level went over 600 mg/dl and she had a terrible headache. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.